Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a tavr procedure with a 20mm sapien 3 ultra resilia (s3ur) valve, the case went as planned with a successful deployment of a s3ur valve in a native annulus. However, the leaflets were not coapting correctly which left central ai that needed to be treated. A second s3ur was implanted inside the first valve. The second valve was deployed without complication leaving no central ai at the end.